Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet delivered recurring restart alerts identified as a haptic system error, occurring nearly daily despite restarts at full battery, and a replacement device was shipped; the problem involved tactile prompts/feedback and the vibrator component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem associated with the vibrator that affected the device¿s tactile feedback. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.